Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. Root cause confirmation: the reported issue is confirmed; the unit was shutting down after 5 min of use without being plugged in. The unit is giving a battery health error, displaying battery health critical warning to user. The root cause of the reported failure was identified as use-related failure of the li-ion battery. A history review of serial number dyasac100 showed no other similar product complaint(s) from this serial number.

Event description:
Runs after 5 min on battery and it shuts off, the device runs fine when its plugged in.